Manufacturer narrative:
A review of the mfg records for this lot did not reveal any discrepancies relevant to this reported event.

Event description:
The right renal stenosis was crossed with the wire, then pta. When the paramount mini stent attempted to cross, it would not. Upon retracting into the sheath, the paramount mini stent became slightly dislodged. It was then decided to deploy in the iliac, which was not the original target. No injury to pt reported.